Event description:
A pump alarm occurred, specifically alarm 20, and the issue was reported during the loading process. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in loading a new cartridge; however, the cartridge alarm recurred, indicating the problem was not resolved. The pump was not replaced as it was no longer under warranty.